Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The explanted pacemaker was returned. It is under analysis. As soon as the analysis is completed and the analysis results show any abnormalities, this report will be updated. Solia s 60 sn (B)(6): the visual analysis revealed a ligature mark and deformed conductor coil 23 cm distal to the is-1 connector pin, which most likely resulted from the implantation procedure when tightening the suture to the lead body. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Solia s 53 (B)(6): the lead was found cut 34 cm distal to the is-1 connector pin. The proximal fragment was returned for analysis. The distal fragment was not received. The insulation was found abraded through 32 cm distal to the is-1 connector pin. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The returned proximal fragment did not show any lead fracture. Since the distal fragment was not returned, the root cause of the reported fracture could not be confirmed. The provided x-ray pictures showed 3 leads in implanted state. An interaction between these leads which might have led to mechanical stress due to constant friction cannot be excluded. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the rv lead was explanted and replaced due to suspected breakage. During the procedure the entire pacemaker system was replaced. It is currently unclear whether this ra lead was also faulty. Should additional information be received, this file will be updated.